Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the problem code should have been a0407 instead of a0409. Only photo was returned.the returned photo shows an implanted iol on a monitor screen, there are light reflections observed on the iol. The reported oily sheen is not clearly visible, the image quality and lighting conditions may be factors affecting the visibility. We can not confirm the reported event based on the returned photo and without the evaluation of the physical product. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the surgeon found oil sheen on lenses.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.